Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low due to a large native annulus with calcified leaflets. The valve did not fully expand due to the calcified leaflets. An echocardiogram revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty was performed, but it did not improve the pvl. A second valve was implanted 4 mm higher. A second balloon aortic valvuloplasty was performed and improved the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.